Event description:
The hemostat that came in the centurion circumcision tray newborn nursery kit malfunctioned during pt's circumcision. The hemostat became stuck while it was clamped on the foreskin during circumcision. Provider unable to unclamp hemostat requiring to cut foreskin around hemostat to remove. FDA safety report ID # (B)(4).